Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the proximal end of the motor device near where it connected to the swivel was leaking something that resembled an oily substance. There were no delays to the surgical procedure. It was not reported if there a spare device was available for use. The reporter stated that the procedure was completed successfully. The reporter stated that a post-surgery test was performed on the device by the nurse on staff who was present during the surgery. The nurse ran the device for a few minutes to try and replicate the leakage, but was unsuccessful. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. According to the reporter, an incident report was filed by the facility. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all manufacturing specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.